Manufacturer narrative:
Gtin/UDI number for item 2420-0007, lot 17047226 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user noted that morphine infusion was rapidly dripping in the drip chamber and leaking onto to the floor. Although requested there are no other event details provided by the customer.

Manufacturer narrative:
Concomitant medical products: 50ml infusion bag (ndc (B)(4) lot 72-005-jt exp 1jun2018) of morphine sulfate. Therapy date unknown. The customer¿s report of a leaking IV set was confirmed. Initial visual inspection did not reveal any damage or abnormalities. During testing via a gravity infusion, fluid was noted to be spraying from the top of the uppermost smartsite valve. Microscopic inspection of the valve revealed an uneven tear at one end of the slit, across the top surface of the piston. The piston was not seated flush inside the valve body. The cause of the leak was a damaged smartsite piston; the cause of the damage was a manufacturing issue.